Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 14 mmol/l (252 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen.the patient felt insulin leaking and upon removal of the pod noted the cannula was bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a damaged cannula. During the investigation, insulin was observed exiting a tear in the soft cannula rather than the tip. The tear in the cannula was in the unexposed portion, where the tip of the formed needle ends. No additional abnormalities or deficiencies were found with the device. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time.